Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the connector pin was bent and the ins was discharged, not overdischarged. It was reported the ins recharger would not charge. The patient noticed the ins could not charge/get a signal. No medical symptoms were reported. The patient stated this happened yesterday or the day before. A replacement desktop charger was sent. No further complications were reported/expected.